Event description:
The customer returned the homechoice (hc) machine to the baxter product analysis laboratory (pal) due to patient expiration. Reportedly, the device failed the rite (returned instrument test evaluation) during testing. During a follow up call on (B)(6) 2010, the facility nurse indicated that the patient had expired on an unknown date. During a follow up call on (B)(6)2010 the facility nurse provided additional information: the patient had moved from another state to texas and had just been admitted to (B)(6) the day prior to his expiration. At the time of admission,the patient status was stable with no complaints of discomfort. Reportedly, per the patient's brother, the night of the 5th, the patient called to him and indicated he was having severe chest pain. The brother called the paramedics who arrived and performed cardiopulmonary resuscitation (CPR). The patient was transported to the hospital where he was pronounced dead on arrival. The listed cause of death was cardiac arrest. No autopsy was performed. No further information is available related to this event.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should the device be returned and evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite, (return instrument test / evaluation) functional test for modem port loopback and reload set (rls) 151 vsl (volumetric standard left pressure leak) but passed the rite electrical test. A loopback integrity test was performed and failed. The datalogger board was replaced with the test article and the device passed loopback integrity test. An internal inspection revealed the vsl transducer tubing was damaged. The device logs were reviewed which indicate a homechoice log downloader (hld) file error occurred during download. The logs were then successfully downloaded in the pal area. The assignable cause for rite test failure - modem port loopback was determined to be a damaged datalogger board. The assignable cause for rite test failure - rls 151 was determined to be a damaged vsl transducer tubing. The assignable cause for the additional issue of hld file error was undetermined. A review of the device logs revealed no anomalies and no instances of iipv (increased intra-peritoneal volume). No failure or malfunction was identified that could have caused or contributed to the home patient passing away. The rite failures would not have contributed to the patient death. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).